Event description:
It was reported that a pump module was programmed to infuse 100ml of midazolam at 7ml per hour started at 2300. Air in line error occurred when bag was emptied at 0302, however display stated only 28.3 ml had been infused. There was patient involvement, patient harm is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a pump module was programmed to infuse 100ml of midazolam at 7ml per hour started at 2300. Air in line error occurred when bag was emptied at 0302, however display stated only 28.3 ml had been infused. There was patient involvement, patient harm is unknown.